Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent anterior & posterior colporrhaphy, colpopexy and cystoscopy .

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, cystocele and rectocele and mesh was implanted. It was reported that following insertion the patient experienced dyspareunia, pain and burning with urination, lower abdominal cramping, pelvic pain, lower back pain and abdominal pain. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/10/2018. Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2014. It was reported that the patient experienced scarring around the bladder and sui. No additional information was provided.